Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received failed self test alarm. The customer reported that they found some failed self test alarms in the alarm history. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with an rf pic failed alarm during the self test due to a faulty component on the radio frequency board. The pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.